Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have experienced an f-94 alarm. This pump was returned by the customer as an end of service device with no alleged deficiencies. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event. The device was visually examined and functionally tested by a baxter technician. The cause of the f-94 alarm is unknown. An f-94 alarm is related to a configuration options setting checksum not being 0. The device will not be repaired. If any additional relevant information is received, a supplemental report will be submitted.